Event description:
It was reported that the pt underwent an episiotomy repair on 2002. Five days later, the wound dehisced. Superficial sutures in the vagina were not seen. The wound was not resutured and was treated with sitz baths left to heal by secondary intention. The pt was prescribed prophylactic oral antibiotics.